Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer managed the situation by troubleshooting on his own and successfully reset the malfunction, concluding that the pump was functioning properly and no further action was necessary.